Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown, unknown stem, lot #unknown; item #unknown, unknown head, lot #unknown; item #unknown, unknown liner, lot #unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an implantation of a acetabular-shell into the acetabula, the locking ring of the shell had come off. This surgery was finished with backup acetabular-shell. Additional information was requested, however none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was unable to be confirmed. Visual inspection of the returned device identified that the lock ring was bent, and had been pressed back into the shell. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: (B)(4).

Event description:
No further event information available at the time of this report.